Event description:
The customer reported that the device was not sealing properly during a nephrectomy. The surgeon did not see any visual evidence of a seal, such as smoke or steam, and said no error tones were heard. The generator was set at two bars. The vessels being sealed at the time were the smaller vessels around the kidney. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.